Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.6 was reported to display empty cubie pockets even when no medication was stored in them. A technical support specialist (tss) dialed into the server and run a query to review the medication list assigned to the station pocket and found that the medication identification provided by the customer appeared in pockets one through 12, with a quantity of 1 in each pocket. A device inventory report was run, and the medication was confirmed to have a total quantity of 12 and communicated these findings to the customer and requested a suitable time to access the station for further review. A loaded space query was then executed on the station, showing 12 medication locations within drawer 1.6, matching the server database results. These findings were planned to be shared with the customer, although the next required action remained unclear because prior instructions only requested that the query be completed. The tss reviewed the station for retry errors and data synchronization issues, and no concerns were identified. Based on guidance from a subject matter expert, the tss proceeded to send a pocket load message to the device. A new device inventory report showed an updated current quantity of 10, decreased from the previous quantity of 12 and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, midazolam 1 mg/1 ml - med ID med drawer1.6 reported to pop up empty cubie when no drug in them. During dispensing nurse pulled (1 mg/ml for 2 mg total vial) initially with 3 drawers was empty and pyxis showed 4mg when only 1 vial dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.